Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump had vibration anomaly. The customer reported that the insulin pump would not vibrate. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin did not vibrate when they pressed act after using up arrow to set an easy bolus amount. The customer performed self test and the insulin pump did not vibrate. The customer mentioned that they were having hard time hearing tones as well. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.